Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, cannot baseline, can connection status) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to damage to the ECG ¿c¿ the root cause for the damaged ECG was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.